Event description:
It was reported that patient had tka legion system on (B)(6) 2016 and ever since has been having severe asthma, and other symptoms, like rashes/eczema, especially around his new knee. He has been hospitalized due to pneumonia along with the rashes. The patient went for several pulmonary tests, one of which determined that he was at 28% lung function. He has been under constant care with allergy asthma doctor and on numerous medications in hopes of reversing his condition. (Xolair injections, telergy, singulair, proair, flonase, as well as antibiotics in case of infections/or fungal exposures etc.). He found out with the doctor that he is allergic to nickel and zirconium.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded; no relevant supporting clinical information has been provided to assist with a clinical investigation. Furthermore, without the product/lot # the material composition and long term implantation/bio compatibility cannot be determined. The patient status remains unknown. Should additional information become available the clinical/medical task may be re evaluated. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re opened. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Reviewed during mimb. A medical investigation will be performed. Proceed based on information provided and/or available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by dr. Luca orlandini and/or j. Templeton, medical director. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: ¿patient information ¿surgical procedure/post-operative care review ¿device labeling (including technique guides, ifus, etc.) It was reported 61 year old male post tka had developed severe rashes in the left knee along with pulmonary issues causing asthma, pneumonia and 28% lung function. Patient has seen an allergist and oncology-hematology specialist ¿who have prescribed a plethora of allergy meds to treat his symptoms. Conclusion per metal composition report (attached ) these levels are so low that titanium alloy is typically considered "hypo-allergenic" (unless the patient has a titanium allergy). The same is true of zirconium alloy. Therefore no relevant supporting clinical information has been provided to assist with a clinical investigation. Root cause cannot be determined the patient has reported that he is currently being treated by an allergy/ asthma immunologist to determine whether the tka is related to present symptoms however, no additional information has been communicated. No further clinical assessment can be performed at this time. Conclusion per metal composition report (attached ) these levels are so low that titanium alloy is typically considered "hypo-allergenic" (unless the patient has a titanium allergy). The same is true of zirconium alloy. Therefore no relevant supporting clinical information has been provided to assist with a clinical investigation. Root cause cannot be determined the patient has reported that he is currently being treated by an allergy/ asthma immunologist to determine whether the tka is related to present symptoms however, no additional information has been communicated. No further clinical assessment can be performed at this time.